Event description:
It was reported that a patient underwent an unknown procedure on an unknown date and suture was used. The patient experienced a wound dehiscence and an incisional hernia ensued. The surgeon opines that the suture used broke before the cicatrization was complete. Additional information has been requested.

Manufacturer narrative:
Additional information: it was reported that a patient underwent abdominal hysterectomy on (B)(6) 2012 and suture was used. On (B)(6) 2012, the patient started to experience pain. The patient experienced a wound dehiscence and an incisional hernia ensued. The patient underwent a second procedure on (B)(6) 2012 to reclose the wound and repair the hernia.

Manufacturer narrative:
(B)(4). Conclusion: the product upon which this medwatch is based has been received, however, the product evaluation is not yet complete. Any further information derived from the evaluation will be submitted in a supplemental 3500a form. Additional information: the actual device batch number associated with this event is not known. The international affiliate reports the following possible batch numbers: batch 365782, mfg date: 03/01/2012, exp date: 03/31/2017. Batch 369380, mfg date: 04/01/2012, exp date: 04/30/2017. In addition, a review of the batch manufacturing records for the possible batch numbers was conducted and the batches met all finished goods release criteria.

Manufacturer narrative:
(B)(4): representative samples were returned for evaluation. They were visually and functionally examined for tensile strength and they met the requirements.